Event description:
It was reported that the 9600 system is not functional. Report indicates issues with intermittent boot up, no images on monitors, monitors flickering with x-ray light on and the recalled images and lines on them. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced interconnect cables and workstation video cables. The system was tested and found to be working as intended and place back into service.